Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission showed that the pacemaker exhibited a false "exceeded atrial tachycardia/atrial fibrillation" alert. No intervention was performed. No patient consequences reported.